Manufacturer narrative:
The investigation determined that the incorrect tests were run on a single patient sample and the results obtained were mis-associated with an unintended patient when using the vitros 5600 integrated system. The investigation found no evidence to suggest that an instrument malfunction occurred. The investigation was unable to determine a definitive root cause. Based on the customer¿s habit of reusing sid numbers, improper sid reuse could not be ruled out as a likely contributing factor. However, a definitive root cause was not confirmed. The csc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward.

Event description:
A customer reported that the results obtained from a single patient sample run on a vitros 5600 integrated system were associated with the incorrect patient name and the incorrect tests were run. Mis-associated patient results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).